Manufacturer narrative:
This complaint has been opened in error and should now be considered cancelled. The distributor amgen confirmed that the catalog# is not impacted in the complaint.

Event description:
It was reported that a retraction issue occurred during use with a ultrasafe plus x100l png clear amg. The following information was provided by the initial reporter, "complainant reported that the device did not activate and the needle was therefore not protected."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a retraction issue occurred during use with a ultrasafe plus x100l png clear amg. The following information was provided by the initial reporter, "complainant reported that the device did not activate and the needle was therefore not protected." 1 of 3 complaints.